Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non sustained right ventricular oversensing (nsrvo) due to the implantable cardioverter defibrillator (ICD) exhibiting post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were discussed but no intervention was performed. The patient was stable.